Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one 63 year old male patient with gastric cancer. The patient has no heart-related diseases. The clinical physician delayed surgery for gastric cancer for two days due to the elevated troponin. Peg processing and dilutions were performed on the samples. The patient was negative for troponin when using the beckman platform. The following data was provided: (B)(6) 2024 alinity result = 6.711. (B)(6) 2024 alinity result = 34.61. Alinity reference range = 0-0.032. Dilution results: (B)(6) 2024 sample = 72. (B)(6) 2024 sample = 92. After peg processing the result = 0.004. Beckman platform result = 0.0031 reference range = 0-0.04 no additional impact to patient management has been reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances, potential non-conformances, or deviations associated with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 67110ud01 is within established limits and comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 67110ud01 was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one 63-year-old male patient with gastric cancer. The patient has no heart-related diseases. The clinical physician delayed surgery for gastric cancer for two days due to the elevated troponin. Peg processing and dilutions were performed on the samples. The patient was negative for troponin when using the beckman platform. The following data was provided: on (B)(6)2024 alinity result = 6.711, on (B)(6) 2024 alinity result = 34.61, alinity reference range = 0-0.032. Dilution results: on (B)(6)2024 sample = 72, on (B)(6) 2024 sample = 92, after peg processing the result = 0.004. Beckman platform result = 0.0031 reference range = 0-0.04 no additional impact to patient management has been reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13-34 that has a similar product distributed in the us, list number 04z21.